Event description:
It was reported that the patient was having difficulty charging the ipg and was unable to turn the device on. No device malfunction was suspected. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg was kept and disposed by facility.

Manufacturer narrative:
Date of event exact date unknown, event occurred two months from the date the manufacturer became aware of the event.